Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined, but based upon the information from olympus india, there was the possibility that this phenomenon was attributed to the accidental failure of power supply board of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for an unspecified procedure with the subject device at the user facility, the subject device was powered off automatically after approximately five to ten minutes. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus medical systems india checked the subject device and it was found that the reported phenomenon due to the failure of power supply board.